Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/07/2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver was not able to charge and boot due to intermittent turn on. The receiver download was retrieved and attached. A "shutdown receiver" at high battery capacity displayed in receiver log on 11/03/17 incident date. Functional testing could not be performed as the device did not turn on. The receiver was opened and an internal inspection was performed. The inspection failed as a defective battery with a cracked controller chip was found. The complaint was confirmed due to a defective battery. The reported allegation was not found. The root cause was determined to be a defective battery.